Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. It was noted that the lead had been implanted septally. The lead was repositioned to an apical position. No additional adverse patient effects were reported. The lead remains in service.